Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated. Technical support was contacted, but there was no intervention performed to resolve the event and the patient was in stable condition.

Event description:
New information was received that the device had migrated underneath the patient's arm. The device migration was confirmed with x-ray imaging. Device interrogation was successful after indetifying the correct device location. No intervention was performed to resolve the event and the patient remained in stable condition.